Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter inside the bd plastic non-sterile luer-lok¿ tip syringe barrel. As reported by the customer, "trouble aspect inside the syringe." (Defect needs to be clarified). Can you please investigate this complaint: review of the batch related documentation of this lot: were there remarks during manufacturing? Did this lot meet the specifications? Were any items rejected during manufacturing because of the observed issue? Do you have preventive measures? Root cause and corrective actions? Which control checks do you perform to check the integrity? I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future. Complaint sample should at least be kept for 5 years."

Manufacturer narrative:
Investigation: two loose 5ml syringes were received and evaluated. It was observed both syringes had surface scuffs around the entire barrel causing some of the markings and grad lines to become more than half worn off, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect the surface scuffs caused the marking to be removed, which indicates the cause occurred after the printing process. An issue with one of the transfer belts handling the printed barrels was identified during the manufacture of this batch. Therefore, potential root cause for the missing print defect is associated with the material handling equipment.

Event description:
It was reported that there was foreign matter inside the bd plastic non-sterile luer-lok¿ tip syringe barrel. As reported by the customer, "trouble aspect inside the syringe." (Defect needs to be clarified) can you please investigate this complaint: -review of the batch related documentation of this lot: were there remarks during manufacturing? -did this lot meet the specifications? -were any items rejected during manufacturing because of the observed issue? -do you have preventive measures? -root cause and corrective actions? -which control checks do you perform to check the integrity? I would like to know what the cause is of this defect and what the corrective action will be to prevent this from happening in the future. I would like to know if we can be sure that we will receive the good quality in the future. Complaint sample should at least be kept for 5 years."